Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send to service laboratory bbm ag in melsungen, germany for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility ((B)(4)): product blocked: device blocked and in alarm. The entire device is blocked. No patient incident because there was a nurse nearly.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the device was subjected to a visual and functional examination. No external damages were detected. Because no date of event was mentioned, the history files could not be examined in detail. The history files revealed no malfunction of the drive or any device alarm. The device showed heavy signs of use as well as heavy contaminations. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. The performed long term test revealed no abnormalities. Following a delivery accuracy measurement according iec 60601-2-24 was arranged. All measured values are within our specification. Inside of the pump no damages were discovered. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made.